Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to the 300s (mg/dl). Customer administers boluses with the pump and administered insulin injections to treat bg levels. Contact indicated that they have been in contact with their health care provider (hcp). Recommendation was made to consult with their hcp to discuss diabetes management.